Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt). Medications were adjusted. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).